Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. No blank display noted during testing. The battery cap screwed in properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported receiving the new insulin pump and the battery does not work and the display is blank. The customer did troubleshoot the display did not return. The insulin pump will be returned for analysis.